Event description:
The customer reported that the incorrect tests were run for multiple patient samples when using the vitros eciq immunodiagnostic system. Sample 1 was programmed for vitros total b-hcg ii, however vitros trop I es was run. Sample 2 was programmed for vitros trop I es, however vitros total b-hcg ii was run. Sample 3 was programmed for vitros tsh, however vitros trop I es was run. The event was consistent with a mis-association of patient demographics and results, which may lead to inappropriate physician action. No erroneous and/or unintended patient results were reported out of the laboratory as the customer observed that the incorrect tests were run. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The incorrect tests were run for multiple patient samples when using the vitros eciq immunodiagnostic system. The investigation determined that the customer reused patient sample ID's that had pending programs stored in the analyzer. The customer was referred to the device labeling, located in the vitros eciq operator's guide, describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or deletion of the pending test will cause the original information to be carried forward. No device malfunction occurred. The root cause of this event is user error.